Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted.

Event description:
As reported: "in a retrograde case, the timing of compression screw insertion was incorrect. The compression screw was inserted to the front of the dynamic hole with the nail holding screw removed from the nail. Because the device and the nail were not secured, the nail migrated deeply, resulting in a fracture with a third bone fragment when attempting to reattach the device and the nail in the medullary cavity. The nail depth was then readjusted using a universal rod and proximal screw fixation was performed. When compression was attempted with the compression screw after insertion of the distal screw, the compression screw could not move and compression could not be performed, probably due to cross-threading. In addition, because the compression screw had blocked the screw hole, the planned screw could not be inserted and only one distal screw fixation was needed. As for the end cap, it was also implanted with about 2 mm protruding from the nail end due to poor placement of the compression screw." Additionally a 60 minute surgical delay was reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation. And no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. With available information, no indications of material, manufacturing or design related problems were found, during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported, "in a retrograde case. The timing of compression screw insertion was incorrect. The compression screw was inserted to the front of the dynamic hole with the nail holding screw removed from the nail, because the device and the nail were not secured. The nail migrated deeply, resulting in a fracture with a third bone fragment when attempting to reattach the device and the nail in the medullary cavity. The nail depth was then, readjusted using a universal rod. And proximal screw fixation was performed. When compression was attempted with the compression screw after insertion of the distal screw, the compression screw could not move and compression could not be performed. Probably, due to cross-threading. In addition, because the compression screw had blocked the screw hole, the planned screw could not be inserted and only one distal screw fixation was needed. As for the end cap, it was also, implanted with about 2 mm protruding from the nail end, due to poor placement of the compression screw". Additionally, a 60 minute surgical delay was reported.